Event description:
A trilogy evo ventilator was returned to the manufacturer for evaluation of a ventilator service required alarm. There was no harm or injury reported during the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's flow sensor and outlet side panel were replaced was replaced to address the issue. Additional findings not related to the malfunction/issue; the buzzer assembly was replaced due to the presence of an error code in the download error log even though the buzzer issue was not duplicated during device evaluation. The muffler assembly was replaced due to dirt observed. Period maintenance was completed. The device passed final testing and confirmed to be operating properly.